Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in a female patient who had essure (batch no. L91742) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergo essure confirmation test". The patient's medical history included asthma. Concomitant products included medroxyprogesterone acetate (depo provera) in 2014 for birth control as well as salbutamol (albuterol). In 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), hypoaesthesia ("numbness in legs and feet") and abdominal pain ("abdominal pain"). On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2015, the patient experienced alopecia ("hair loss progressively got worse"). The patient was treated with surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain outcome was unknown and the vaginal haemorrhage, menorrhagia, hypoaesthesia, alopecia and abdominal pain had resolved. The reporter considered abdominal pain, alopecia, hypoaesthesia, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: need for additional surgery. Most recent follow-up information incorporated above includes: on 10-jun-2019: plaintiff fact sheet and medical records were received. Events per pfs: abnormal bleeding (vaginal), abnormal bleeding (menorrhagia), numbness in legs and feet, hair loss progressively got worse, abdominal pain and plaintiff did not undergo essure confirmation test. Medical history, concurrent condition, concomitant medication and lot number were added. Incident: we received a lot number/returned sample in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in a female patient who had essure (batch no. C91742) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergo essure confirmation test". The patient's medical history included asthma. Concomitant products included medroxyprogesterone acetate (depo provera) in 2014 for birth control as well as salbutamol (albuterol). In 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), hypoaesthesia ("numbness in legs and feet") and abdominal pain ("abdominal pain"). On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2015, the patient experienced alopecia ("hair loss progressively got worse"). The patient was treated with surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain outcome was unknown and the vaginal haemorrhage, menorrhagia, hypoaesthesia, alopecia and abdominal pain had resolved. The reporter considered abdominal pain, alopecia, hypoaesthesia, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: need for additional surgery. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 25-jun-2020: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in a female patient who had essure (batch no. L91742) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergo essure confirmation test". The patient's medical history included asthma. Concomitant products included medroxyprogesterone acetate (depo provera) in 2014 for birth control as well as salbutamol (albuterol). In 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), hypoaesthesia ("numbness in legs and feet") and abdominal pain ("abdominal pain"). On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2015, the patient experienced alopecia ("hair loss progressively got worse"). The patient was treated with surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain outcome was unknown and the vaginal haemorrhage, menorrhagia, hypoaesthesia, alopecia and abdominal pain had resolved. The reporter considered abdominal pain, alopecia, hypoaesthesia, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: need for additional surgery most recent follow-up information incorporated above includes: on 29-may-2020: mr received- case become medical confirmed. Reporter was added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure inserted. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (surgery to remove the implant). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure. The reporter commented: need for additional surgery incident no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.